Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The patient presented due to chest pain and st elevation on electrocardiogram. The 75% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid right coronary artery (rca). A 7fr non-bsc guiding catheter and a non-bsc guide wire were advanced but unable to cross the lesion. A non-bsc micro-guide catheter was used and crossed the lesion. The physician attempted to extend the blood vessel in proximal rca using a non-bsc guide wire, but it was unable to cross, so another non-bsc guide wire was used. After dilatation of mid rca with 2.0/10 non-bsc balloon catheter using 6fr non-bsc guide extension catheter, intravenous ultrasound (ivus) checking was performed. An external pacemaker was then inserted. A 4.00 x 28 synergy¿ drug-eluting stent was select for use and resistance was noted upon insertion. The device became stuck at the "hairpin" curve in proximal rca. When trying to remove the device, the stent got dislodged. A balloon catheter was inserted into the stent but it did not work. A 3.0 balloon catheter was used, but still it did not work. A 1.0 non-bsc balloon catheter was used and it was successfully inserted into the middle part of the stent. Dilatation was then performed inside the stent. It was covered with the non-bsc guide extension catheter, but when it was retrieved, the stent got hit with the guide extension catheter and the stent was deformed. Retrieval was impossible, so a snare was attempted to be used but difficulty to pass through was encountered. The physician attempted to catch the stent using two guide wires, but it was also difficult and retrieval was impossible. Finally, the procedure was completed after expanding a 3.5/18 non-bsc stent and crimping the synergy¿ stent into the vessel wall. The patient has recovered from the state and has been discharged from the hospital. No further patient complications were reported and the patient status was good.